Manufacturer narrative:
Date of explant is unknown. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain event information. Further information was requested but not received.

Event description:
It was reported an infection was present at the ipg site. As a result, the patient underwent surgical intervention during which the ipg was explanted on an unknown date. The infection had later resolved.